Manufacturer narrative:
Batch review performed on 8 april 2025 lot 2427298: (B)(4) items manufactured and released on 03/12/2024. Expiration date: 17/11/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised. Batch review performed on 8 april 2025 on ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 2433557. Lot 2433557: (B)(4) items manufactured and released on 13/01/2025. Expiration date: 04/12/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 10 days after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.